Event description:
It was reported to philips that the system displayed storage was full and was not able to make x-ray. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in coronary procedure when the issue occurred, and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was showing "storage full" error message preventing any x-ray activity. Review of the system log file showed malfunctioning frontal ippc. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). During troubleshooting, the fse performed database consistency repair and rebooted the system, which revealed 30,198 images not linked to any study and the hospital staff confirmed that they had all the needed images. The fse replaced 2 hard drives of the ippc (image processing pc) and recreated image store. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.